Manufacturer narrative:
(B)(4) prolapse of uterus and bladder. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007, and a sling was implanted. The pt experienced pain, erosion of her internal bodily tissue, prolapse of uterus and bladder, utis, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional information was provided.